Event description:
"Air in line" alarm every time the patient pushed the pca button or the bolus would try to infuse. Only part of the dose would get to patient and then the device would alarm and stop the infusion. Troubleshooting involved priming the tubing to dislodge air bubble (most of the time none were noted in the tubing), the tubing was changed, and sensors where cleaned off. Patient was given ivp morphine to help ease his pain during troubleshooting. Multiple nurses tried to get the device to work properly. Ultimately, the anesthesiologist was notified, and he came in to give the patient a bolus and set up a new pump. Cadd solis 2110 was functionally tested. A normal infusion rate was run on the pump for 2 hours with no alarms, also did an infusion rate test with normal results as per the manufacturer's service manual. FDA safety report ID # (B)(4).